Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient attendant changed. The peritonitis was manifested by abdominal pain and bloody peritoneal effluent. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued) and meropenem injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. It was reported that retraining of patient attendant was not done yet. No additional information is available.